Event description:
The customer reported that his insulin pump became overheated and turned off. Customer's blood glucose levels were over 200 mg/dl. He was advised to contact his healthcare provider and tandem customer technical support to report the event. In the interim, he was advised to change the infusion set, cartridge, and insulin. The customer continued to use the pump for insulin therapy.